Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use an admiral xtreme balloon catheter with a non-medtronic 6f sheath to treat in stent restenosis(isr) in the left common iliac artery. The calcification was described as eccentric with moderate intimal hyperplasia. IFU was followed and device prepped without issue. Non-medtronic inflation fluid was used. The device was passed through a previously deployed stent. No resistance was encountered during advancement <(>&<)> no excessive force was used. It was reported the admiral balloon could not fully inflate due to leakage at the hub. A second admiral xtreme was used but burst at 12-14atm. The procedure was completed successfully using an another admiral xtreme. No pain or injury to the patient was reported. The post procedure angiograph showed a well apposed stent with no residual hyperplasia <(>&<)> fast flow to the peripheral vessels.

Manufacturer narrative:
Evaluation summary: the device returned in the original pouch. The information on the label identified the device. A visual and a tactile inspection was carried out on the device. The balloon was unfolded. 0,035¿¿ guidewire was loaded without issue. Negative pressure was applied to the inflation lumen and a column of bubble raised into the inflation device. The balloon was inflated and a pinhole was detected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Report # 9612164-2018-03361: 17/dec/2018. If information is provided in the future, a supplemental report will be issued.